Event description:
False negative result(s). Customer stated "they didn't work, my son had covid and he was tested positive at the hospital, I tested everyone at my house including him and everyone was negative.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.